Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the pump did not emit audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings:during testing, the pump was powered on and did not emit audible tones despite sound settings set to high. The pump case was removed, and a cracked solder was found at the piezo. Unrelated to the complaint, the audio bolus button cover was observed to be damaged; however the button responded properly to user presses.